Event description:
Related manufacturer reference number: 1627487-2022-05155 and 1627487-2022-05156 it was reported the patient was diagnosed with an infection. As such, the patient's scs system was explanted to address the issue. Additionally, the infection is being treated with IV antibiotics.

Manufacturer narrative:
Date of the event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. On (B)(6) 2022, it was reported the location of the infection was the anchor site. There was no documentation previously that the patient was implanted with an anchor.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.